Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure device buried into the mesenterium of the small bowel'), uterine polypectomy ('polyps removed') and neoplasm ('tumor') in an adult female patient who had essure (batch no. 625976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea and adhesions nos postoperative. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstruation irregular ("periods changed drastically") and weight loss poor ("trouble losing weight"), underwent uterine polypectomy (seriousness criterion medically significant) and was found to have neoplasm (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, billateral salpingectomy, excision of migrated essure device., polyp removed and tumor removed). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine polypectomy, neoplasm, menstruation irregular and weight loss poor outcome was unknown. The reporter considered device dislocation, menstruation irregular, neoplasm, uterine polypectomy and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - periods changed drastically, tumor, polyps removed, troubling losing weight concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device dislocation. Lot number: 625976 manufacture date:2007-09 expiration date: 2009-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure device buried into the mesenterium of the small bowel'), uterine polypectomy ('polyps removed') and neoplasm ('tumor') in an adult female patient who had essure (batch no. 625976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea and adhesions nos postoperative. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstruation irregular ("periods changed drastically") and weight loss poor ("trouble losing weight"), underwent uterine polypectomy (seriousness criterion medically significant) and was found to have neoplasm (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, excision of migrated essure device., polyp removed and tumor removed). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine polypectomy, neoplasm, menstruation irregular and weight loss poor outcome was unknown. The reporter considered device dislocation, menstruation irregular, neoplasm, uterine polypectomy and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - periods changed drastically, tumor, polyps removed, troubling losing weight concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device dislocation. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: event "migrated essure device buried into the mesenterium of the small bowel", essure removal date , reporter ,lot number and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.